Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The plunger head was detached from the plunger tube. The speaker was broken off the main board. Event history log (ehl) showed motor rate error. Could not run the pump, it was disassembled and parts were missing; the reported problem could not duplicated. The root cause was deemed to the customer's incorrect assembly of the device. Actions were taken to mitigate the reported issues: replaced worm gear and coupling as a preventative measure; and all functional tests passed.